Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) t3pt4313, (t3® pro tapered implant 4/3mm (d) x 13mm (l)) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use; however, no apparent damage / malfunction was identified with the implant that would cause or contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120012779. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120012779 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that at the follow up the patient complained about pain. Felt somewhat loose. Symptoms as a result of the event: pain, inflammation.

Manufacturer narrative:
Zimvie complaint: (B)(4).